Event description:
The company received a report where it was claimed that a tear in the cuff was discovered during patient use. The tube was pretested prior to patient use. Replacement of the tube was required due to the reported tear. The tube was replaced without incident.